Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38835. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead had a sudden drop in sensing and the left ventricular lead had an increase in capture threshold. The patient was scheduled for a lead reposition due to suspected lead dislodgment. During the procedure when trying to reposition the rv lead, the screw would not extend. The rv lead was explanted and replaced. Also, the left ventricular lead had dislodged from its original position. The lead was unable to advance. The lv ead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were r wave amp variation, lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. Analysis found that the helix was retracted clogged with blood/tissue. The reported event of r wave amp variation was not confirmed while the reported event of helix mechanism issue was confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.